Event description:
The patient reported exposed and frayed wires and sparking on the power cord. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.